Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case, bottom case, and plunger head were cracked. Event history log (ehl) showed force sensor test error, but no base hardware failure was found. Force sensor test error was found at power up and failed force sensor reading. The root cause of the issue was deemed a result of normal wear / calibration drift. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that a pump showed a base hardware alarm. No patient injury was reported.